Event description:
It was reported that the user experienced persistent alert 36 indicating ¿insulin, invalid hall state¿ for approximately 45 minutes despite several restarts, and the system could not rewind or fill tubing with an empty chamber; the cgm was reading high, and backup therapy with subcutaneous insulin pens was advised. Symptoms included hyperglycemia. Outcomes included interruption of automated insulin delivery and transition to backup therapy. Investigation included review of user troubleshooting and education, guidance to shut down the device, and arrangement for replacement with instructions to return the original device. Investigation of this case revealed a malfunction related to the insulin delivery mechanism consistent with an invalid hall sensor state, preventing proper pump operation. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump mechanism. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.